Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). The DHR was not reviewed since the lot number was not available. Trending analysis by lot number was not reviewed since the lot number was not available. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad was not performed since the unit serial number was not available. There is insufficient information to determine an assignable cause as the product was not available for return and the lot number was unavailable. Should additional information be received at a later date, the complaint will be re-opened and re-evaluated. The issue will continue to be tracked and trended.